Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had exposed to water. The customer¿s blood glucose level was 233 mg/dl the time of the incident. Customer stated pump display went blank. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display noted. No moisture damage on electronics and motor assembly noted.